Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa/pain'), dermatitis due to metals ('chronic allergic contact dermatitis to metals (nickel, palladium and phosphorus esquisulfide)'), injury ('injury / damage'), fibrocystic breast disease ('fibrocystic breast'), anaphylactic reaction ('anaphylaxis due to probable drug hypersensitivity (propyphenazone).') And post procedural haemorrhage ('bleeding after surgical procedure') in a 33-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin lesion removal and bile duct obstruction. Medical history: menarche 13. Menstruation: 4/irregular. Gav: 3/0/3. Family history included breast cancer female. Concomitant products included duloxetine, duloxetine, ferrous sulfate (tardyferon) and lorazepam. In 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required) and chest pain ("chest pain hat radiates to the back side which increases with the effort/ chest pain which radiates to thigh"). In (B)(6) 2017, the patient experienced vaginal discharge ("during the wound healing, it was observed watery discharge") and complication of device removal ("during the wound healing, it was observed watery discharge"). In 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dermatitis due to metals (seriousness criterion medically significant), injury (seriousness criterion disability), fibrocystic breast disease (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), polymenorrhoea ("polymenorrhea (frequent menstruation)"), heavy menstrual bleeding ("hypermenorrhea"), anxiety ("anxiety"), iron deficiency anaemia ("iron-deficiency anemia"), the first episode of pruritus ("pruritus"), vulvovaginal burning sensation ("vulva and vaginal burning sensation"), contact eczema ("eczematous skin lesions on hands and wrists/ skin lesions compatible with eczema on application area of metallic jewelry (contact dermatitis due to gums and metals)"), the second episode of pruritus ("pruritus on palms"), rash macular ("erythematous macular rash"), discomfort ("general discomfort related to tonopam"), nasal disorder ("nasal conjunctival affectation related to tonopam"), swelling face ("faciolabial swelling related to tonopam"), swelling of eyelid ("palpebral swelling related to tonopam"), dyspnoea ("difficulty breathing related to tonopam"), anaphylactic reaction (seriousness criterion medically significant), mite allergy ("positive response to dermatophagoides"), eye disorder ("other diseases in eye/annexes"), flatulence ("meteorism"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), pain in extremity ("leg pain after essure implantation"), drug hypersensitivity ("allergic to pyrazolones"), dyspareunia ("dyspareunia"), complication of device insertion ("only one device was inserted (right side), the left device could not be implanted"), pain ("selective pain in right adnexal area which increases with the movement") and hypoaesthesia ("numbness in legs") and underwent tonsillectomy ("tonsillectomy"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ibuprofen, methylprednisolone, metoclopramide hydrochloride (primperan), mometasone furoate (elocom), paracetamol (acetaminophen), povidone-iodine and surgery (bilateral salpingectomy, essure was removed from right fallopian tube). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fibrocystic breast disease, pain in extremity, complication of device insertion and hypoaesthesia had resolved and the dermatitis due to metals, injury, menstruation irregular, polymenorrhoea, heavy menstrual bleeding, anxiety, tonsillectomy, iron deficiency anaemia, vulvovaginal burning sensation, contact eczema, the last episode of pruritus, rash macular, discomfort, nasal disorder, swelling face, swelling of eyelid, dyspnoea, anaphylactic reaction, mite allergy, chest pain, eye disorder, flatulence, dysmenorrhoea, intermenstrual bleeding, drug hypersensitivity, dyspareunia, pain, post procedural haemorrhage, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anaphylactic reaction, anxiety, chest pain, complication of device insertion, complication of device removal, dermatitis due to metals, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspnoea, eye disorder, fibrocystic breast disease, flatulence, heavy menstrual bleeding, hypoaesthesia, injury, intermenstrual bleeding, iron deficiency anaemia, menstruation irregular, mite allergy, nasal disorder, pain, pain in extremity, polymenorrhoea, post procedural haemorrhage, rash macular, swelling face, swelling of eyelid, tonsillectomy, vaginal discharge, vulvovaginal burning sensation, the first episode of pruritus, contact eczema and the second episode of pruritus to be related to essure (ess205). The reporter commented: right essure was implanted in 2005, the left device could not be implanted. Lawyer formulated an extrajudicial claim on behalf of female patient due to injury, sequelae, disability and damage of all kinds occasioned by essure devices. In the last 10 years related to tonopam intake, the patient has presented episodes which are immediate and increasingly serious. On the follow-up (B)(6) 2016: pain in right iliac fossa since time ago (unspecified) was reported, the pain has increased with dyspareunia and pain while normal activities. The patient requested essure removal. Planned procedure: in (B)(6) 2017 essure was removed from right fallopian tube, complete. Bilateral salpingectomy, sent for study. Satisfactory evolution. Discharge report: acetaminophen 1 g every 8 hours interspersed with ibuprofen 600 every 12 hours in case of pain. Recommendations for laparoscopies: wound healing with betadine. The patient reported bleeding after surgical procedure, no hemorrhage, the bleeding is not more abundant than the normal menstruation. This morning during the wound healing , it was observed watery discharge. Fever and pain denied. Evolution note ((B)(6) 2017): patient was perfect after the surgery. There were no significant histological changes in fallopian tubes. Note from physician: the 43-year-old female patient's condition improved after essure removal. The pelvic pain, the discomfort in the right iliac fossa, numbness in legs and breast lump disappeared which improved her quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: tc urticarial: positive response to dermatophagoides without clinical correlation. True test. Epicutaneous :metals and gums- ige t and ige e. Prohibition of propyphenazone. Gynaecological examination - on an unknown date: uterus and ovaries normal. Essure normal (well placed). Diagnosis: fibrocystic breasts.; on (B)(6) 2016: exploration at admission: external genitalia, normal vagina, normal cervix, uterus with normal size. Selective pain in right adnexal area which increases with the movement. Left ovary normal. Complementary tests: normal uterus, essure in right fallopian tube. Normal ovaries.. Hysterosalpingogram - on (B)(6) 2012: right device slightly detached from the uterine horn. No contrast medium is passing through the fallopian tube. Contrast not seen in left fallopian tube. Fallopian tube obstruction?. Mammogram - on (B)(6) 2013: mass with diagnosis of fibrocystic breast. Pathology test - on (B)(6) 2017: biopsy: macroscopic description: right fallopian tube with essure: without significant histological changes. Right fallopian tube 6 cm x 0.6 diameter. Left fallopian tube: essure was not identified, 4.5 cm x 0.6 diameter. Without significant histological changes. Most recent follow-up information incorporated above includes: on (B)(6) 2021: due to internal review this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: plaintiff's name and initials were provided. Imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa/pain'), injury ('injury / damage'), anaphylactic reaction ('anaphylaxis due to probable drug hypersensitivity (propyphenazone).') And post procedural haemorrhage ('bleeding after surgical procedure') in a 33-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin lesion removal and bile duct obstruction. Medical history: menarche 13. Menstruation: 4/irregular. Gav: 3/0/3. Family history included breast cancer female. Concomitant products included duloxetine, duloxetine, ferrous sulfate (tardyferon) and lorazepam. In 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required) and chest pain ("chest pain hat radiates to the back side which increases with the effort/ chest pain which radiates to thigh"). In (B)(6) 2017, the patient experienced vaginal discharge ("during the wound healing, it was observed watery discharge") and complication of device removal ("during the wound healing, it was observed watery discharge"). In 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced injury (seriousness criterion disability), dermatitis due to metals ("chronic allergic contact dermatitis to metals (nickel, palladium and phosphorus esquisulfide)"), fibrocystic breast disease ("fibrocystic breast"), menstruation irregular ("irregular menstruation"), polymenorrhoea ("polymenorrhea (frequent menstruation)"), heavy menstrual bleeding ("hypermenorrhea"), anxiety ("anxiety"), iron deficiency anaemia ("iron-deficiency anemia"), the first episode of pruritus ("pruritus"), vulvovaginal burning sensation ("vulva and vaginal burning sensation"), contact eczema ("eczematous skin lesions on hands and wrists/ skin lesions compatible with eczema on application area of metallic jewelry (contact dermatitis due to gums and metals)"), the second episode of pruritus ("pruritus on palms"), rash macular ("erythematous macular rash"), discomfort ("general discomfort related to tonopam"), nasal disorder ("nasal conjunctival affectation related to tonopam"), swelling face ("faciolabial swelling related to tonopam"), swelling of eyelid ("palpebral swelling related to tonopam"), dyspnoea ("difficulty breathing related to tonopam"), anaphylactic reaction (seriousness criterion medically significant), mite allergy ("positive response to dermatophagoides"), eye disorder ("other diseases in eye/annexes"), flatulence ("meteorism"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), pain in extremity ("leg pain after essure implantation"), drug hypersensitivity ("allergic to pyrazolones"), dyspareunia ("dyspareunia"), complication of device insertion ("only one device was inserted (right side), the left device could not be implanted"), pain ("selective pain in right adnexal area which increases with the movement") and hypoaesthesia ("numbness in legs") and underwent tonsillectomy ("tonsillectomy"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ibuprofen, methylprednisolone, metoclopramide hydrochloride (primperan), mometasone furoate (elocom), paracetamol (acetaminophen), povidone-iodine and surgery (bilateral salpingectomy, essure was removed from right fallopian tube). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fibrocystic breast disease, pain in extremity, complication of device insertion and hypoaesthesia had resolved and the injury, dermatitis due to metals, menstruation irregular, polymenorrhoea, heavy menstrual bleeding, anxiety, tonsillectomy, iron deficiency anaemia, vulvovaginal burning sensation, contact eczema, the last episode of pruritus, rash macular, discomfort, nasal disorder, swelling face, swelling of eyelid, dyspnoea, anaphylactic reaction, mite allergy, chest pain, eye disorder, flatulence, dysmenorrhoea, intermenstrual bleeding, drug hypersensitivity, dyspareunia, pain, post procedural haemorrhage, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anaphylactic reaction, anxiety, chest pain, complication of device insertion, complication of device removal, dermatitis due to metals, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspnoea, eye disorder, fibrocystic breast disease, flatulence, heavy menstrual bleeding, hypoaesthesia, injury, intermenstrual bleeding, iron deficiency anaemia, menstruation irregular, mite allergy, nasal disorder, pain, pain in extremity, polymenorrhoea, post procedural haemorrhage, rash macular, swelling face, swelling of eyelid, tonsillectomy, vaginal discharge, vulvovaginal burning sensation, the first episode of pruritus, contact eczema and the second episode of pruritus to be related to essure (ess205). The reporter commented: right essure was implanted in 2005, the left device could not be implanted. Lawyer formulated an extrajudicial claim on behalf of female patient due to injury, sequelae, disability and damage of all kinds occasioned by essure devices. In the last 10 years related to tonopam intake, the patient has presented episodes which are immediate and increasingly serious. On the follow-up 04-oct-2016: pain in right iliac fossa since time ago (unspecified) was reported, the pain has increased with dyspareunia and pain while normal activities. The patient requested essure removal. Planned procedure: in (B)(6) 2017 essure was removed from right fallopian tube, complete. Bilateral salpingectomy, sent for study. Satisfactory evolution. Discharge report: acetaminophen 1 g every 8 hours interspersed with ibuprofen 600 every 12 hours in case of pain. Recommendations for laparoscopies: wound healing with betadine. The patient reported bleeding after surgical procedure, no hemorrhage, the bleeding is not more abundant than the normal menstruation. This morning during the wound healing , it was observed watery discharge. Fever and pain denied. Evolution note ((B)(6) 2017): patient was perfect after the surgery. There were no significant histological changes in fallopian tubes. Note from physician: the 43-year-old female patient's condition improved after essure removal. The pelvic pain, the discomfort in the right iliac fossa, numbness in legs and breast lump disappeared which improved her quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: tc urticarial: positive response to dermatophagoides without clinical correlation. True test. Epicutaneous :metals and gums- ige t and ige e. Prohibition of propyphenazone. Gynaecological examination - on an unknown date: uterus and ovaries normal. Essure normal (well placed). Diagnosis: fibrocystic breasts.; on (B)(6) 2016: exploration at admission: external genitalia, normal vagina, normal cervix, uterus with normal size. Selective pain in right adnexal area which increases with the movement. Left ovary normal. Complementary tests: normal uterus, essure in right fallopian tube. Normal ovaries.. Hysterosalpingogram - on (B)(6) 2012: right device slightly detached from the uterine horn. No contrast medium is passing through the fallopian tube. Contrast not seen in left fallopian tube. Fallopian tube obstruction?. Mammogram - on (B)(6) 2013: mass with diagnosis of fibrocystic breast. Pathology test - on (B)(6) 2017: biopsy: macroscopic description: right fallopian tube with essure: without significant histological changes. Right fallopian tube 6 cm x 0.6 diameter. Left fallopian tube: essure was not identified, 4.5 cm x 0.6 diameter. Without significant histological changes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ("injury / damage") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criterion disability). At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. The reporter commented: right essure was implanted in 2005, the left device could not be implanted. Lawyer formulated an extrajudicial claim on behalf of female patient due to injury, sequelae, disability and damage of all kinds occasioned by essure devices. In the last 10 years related to tonopam intake, the patient has presented episodes which are immediate and increasingly serious. On the follow-up (B)(6) 2016: pain in right iliac fossa since time ago (unspecified) was reported, the pain has increased with dyspareunia and pain while normal activities. The patient requested essure removal. Planned procedure: in (B)(6) 2017 essure was removed from right fallopian tube, complete. Bilateral salpingectomy, sent for study. Satisfactory evolution. Admission date (B)(6) 2017 discharge date: (B)(6) 2017. Reason: improvement. Discharge report: acetaminophen 1 g every 8 hours interspersed with ibuprofen 600 every 12 hours in case of pain. Recommendations for laparoscopies: wound healing with betadine. The patient reported bleeding after surgical procedure, no hemorrhage, the bleeding is not more abundant than the normal menstruation. This morning during the wound healing , it was observed watery discharge. Fever and pain denied. Evolution note ((B)(6) 2017): the patient is perfect after the surgery. It was informed that there were not significant histological changes in fallopian tubes. Note from physician: the (B)(6) female patient. Patient's condition improved after essure removal. The pelvic pain, the discomfort in the right iliac fossa, numbness in legs and breast lump disappeared which improved her quality of life. Follow-up received on 06-nov-2017 radiological report performed on (B)(4) 2012. Hysterosalpingography ((B)(6) 2012): right device slightly detached from the uterine horn. No contrast medium is passing through the fallopian tube. They did not see the contrast in left fallopian tube. Fallopian tube obstruction was questioned. Radiological order ((B)(6) 2013) mammography the patient went to consultation when she noticed a mass with diagnosis of fibrocystic breast. Order for external consultation ((B)(6) 2014). Health problems: irregular / frequent menstruation (x07) treatments: tardyferon 80 mg, lorazepam, xeristar, duloxetine. Clinical observation: menstruations every days with polymenorrhea. Diagnosis: hypermenorrhea. ((B)(6) 2016). Medical history: anxiety, tonsillectomy, fibrocystic breast, iron-deficiency anemia. The patient has presented for 2-3 years pruritus and vulva and vaginal burning sensation, normally without treatment. Five years approximately, metallic tubal endoprosthesis implanted* (unspecified name). Eczematous skin lesions on hands and wrists. She has referred since many years, skin lesions compatible with eczema on application area of metallic jewelry (lobes and wrists). In the last 10 years related to tonopam intake, the patient has presented episodes which are immediate and increasingly serious. The first one, she had immediate pruritus on palms, in the second one in erythematous macular rash, and in the third one, general discomfort, nasal conjunctival affectation, faciolabial and palpebral swelling and difficulty breathing which required urgent medical care. Since then, she cannot take tonopam. Summary: contact dermatitis due to gums and metals. Anaphylaxis due to probable drug hypersensitivity (propyphenazone). Tc urticarial: positive response to dermatophagoides without clinical correlation. True test. Epicutaneous :metals and gums: ige t and ige e. Prohibition of propyphenazone. Medical report (discharge (B)(6) 2016) it was not specified if the patient was hospitalized. Health problems: irregular/ frequent menstruation, unspecified chest pain, anxiety disorders, fibrocystic breast, iron-deficiency anemia, other diseases in eye/annexes. Reason for medical consultation: chest pain hat radiates to the back side which increases with the effort. Diagnosis: meteorism. Treatment: primperan 5 cc /8 hours. Medical report (discharge (B)(6) 2016). It was not specified if the patient was hospitalized. Health problems: irregular/ frequent menstruation, unspecified chest pain, anxiety disorders, fibrocystic breast, iron-deficiency anemia, other diseases in eye/annexes. Reason for medical consultation: the patient reported that the pain remains which radiates to thigh. No more symptoms. Treatment: urbason im. Gynecological consultation (date was not provided). Female patient who is (B)(6). Dysmenorrhea (further information but the handwriting is illegible) leg pain (further information but the handwriting is illegible). Right essure is observed. Gynecological consultation (date was not provided). Female patient who is (B)(6). Uterus and ovaries normal. Essure normal (well placed). Diagnosis: fibrocystic breasts. Medical report (discharge (B)(6) 2016). It was not specified if the patient was hospitalized. Reason: improvement. Reason for medical consultation: suspicions of zinc / nickel allergy. Medical history: already reported. Current diseases: the patient has presented for 2-3 years pruritus symptomatology and burning sensation in vulvovaginal area without other symptoms. Medical history already reported. Complementary tests: positive in immediate reading for dermatophagoides pteronyssinus without clinical correlation. Epicutaneous (true test) delayed test reading 48-72-96 hours, positive response for nickel sulfate (+), fragrance mix (+), negative for the rest. Epicutaneous tests , with panel for metals, delayed test reading 48-72-96 hours, mild response (0/+) for palladium chloride and phosphorus sesquisulfide. Negative for the rest. Epicutaneous tests , with essure components, does not show a delayed response after 48-72-96 hours. Diagnosis: chronic allergic contact dermatitis to metals (nickel, palladium and phosphorus sesquisulfide). Treatment: elocom cream. ((B)(6) 2016): reason for medical consultation: pain in right iliac fossa since time ago (unspecified), which has increased since the last months. The patient requested essure removal. Medical history: menarche 13. Menstruation: 4/irregular. Gav: 3/0/3. Allergic to pyrazolones, metals and nickel (diagnosed a few time ago). Current treatment: lorazepam 2.5 mg, every 24 h. Xeristar 60 mg every 24 h. Current disease: the patient who is presenting pain in right iliac fossa since several years (after essure insertion). The pain has increased with dyspareunia and pain while normal activities. Right essure was implanted in 2005*, the left device could not be implanted. Exploration at admission: external genitalia, normal vagina, normal cervix and uterus with normal size. Selective pain in right adnexal area which increases with the movement. Left ovary normal. Complementary tests: normal uterus, essure in right fallopian tube. Normal ovaries. Planned procedure: in (B)(6) 2017 essure was removed from right fallopian tube, complete. Bilateral salpingectomy, sent for study. Satisfactory evolution. Admission date (B)(6) 2017 discharge date: (B)(6) 2017. Reason: improvement. Current treatment: lorazepam 2.5 mg, every 24 h. Xeristar 60 mg every 24 h. Diagnosis: essure removal and bilateral salpingectomy. Discharge report: acetaminophen 1 g every 8 hours interspersed with ibuprofen 600 every 12 hours in case of pain. Recommendations for laparoscopies: wound healing with betadine. Pathological report ((B)(6) 2017): biopsy. Macroscopic description: right fallopian tube with essure: without significant histological changes. Right fallopian tube 6 cm x 0.6 diameter. Left fallopian tube: essure was not identified, 4.5 cm x 0.6 diameter. Without significant histological changes. Medical report ((B)(6) 2017). Health problems: irregular/ frequent menstruation, unspecified chest pain, anxiety disorders, fibrocystic breast, iron-deficiency anemia, other diseases in eye/annexes. Current diseases: the patient reported bleeding after surgical procedure, no hemorrhage, the bleeding is not more abundant than the normal menstruation. This morning during the wound healing the it was observed watery discharge. Fever and pain denied. Diagnosis: surgical wound in good condition. Doubtful for seroma. Medication: betadine. Gynecological examination after essure removal ((B)(6) 2017): normal results. Evolution note ((B)(6) 2017): the patient is perfect after the surgery. It was informed that there were not significant histological changes in fallopian tubes. Note from physician:the (B)(6) female patient. Patient's condition improved after essure removal. The pelvic pain, the discomfort in the right iliac fossa, numbness in legs and breast lump disappeared which improved her quality of life. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: abdominal pain lower ¿ analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.